Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts implantation in unknown eye. On pod1, "hcp found that the xen was not in the correct position inside the anterior chamber. It was not visible and did not work because there was no reduction of intraocular pressure." Device remain implanted. Event is ongoing.